Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the common femoral artery was o ccluded. Angioplasty was performed without restoration of blood flow. Vascular surgery was performed to repair the occlusion. Following the surgery, three (3) units of packed red blood cells were transfused. The day after the procedure the patient complained of back pain, and computed tomography (CT) revealed a small peritoneal bleed. No treatment was prescribed and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received: dissection of the left common femoral artery, superficial femoral artery and profunda femoral artery were also noted. A dacron patch was placed. (B)(4).

Manufacturer narrative:
Conclusion: a conclusive cause of the common femoral artery occlusion could not be determined from the available information. It is unclear whether the clinical observation was related to patient condition and/or closure technique as no deficiencies were alleged against the device. Dissections and perforations are known potential adverse effects, per the core valve instructions for use (IFU), that can occur during any invasive procedure. Bleeding is also a known potential adverse effect per the corevalve instructions for use (IFU) and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. Without additional information and without a device returned for evaluation, no definitive conclusion can be made regarding the clinical observation.